Event description:
Pt reported obtaining back-to-back blood glucose results of 383 mg/dl and 155 mg/dl on the advantage sys. Pt indicated that, at the time the results were obtained, she was not exhibiting symptoms of hyperglycemia or hypoglycemia. Pt did not modify therapy based on these results. No resultant injury was reported. Pt did not provide the location where the discrepant results were obtained. Pt stated that qc testing has been performed on the advantage sys, 3 or 4 days ago, and the results were within acceptable ranges. Technical support requested the return of suspect prod and replacement prod was shipped.